Event description:
It has been reported that the inner battery compartment foam is lifting causing an issue with the battery making contact with the posts. It has been reported that the device will not power up.